Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to the hospital for low blood glucose levels. The customer's insulin pump was removed from him in the hospital and his blood glucose level's went up. When he was released from the hospital he was reconnected to the insulin pump and on the way home his blood glucose level's decreased again and the customer had to be returned to the hospital by paramedics. Troubleshooting was performed and the insulin pump passed the tests.